Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console temporarily exhibited intraocular pressure levels above the programmed setting during surgery. The procedure was completed successfully with no adverse impact on the patient. Additional details have been requested; however, they are not available at the time of this report.